Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes on (B)(6) 2013 the device was explanted due to elective replacement indicator (eri). During explant the physician found clavicualr crush on the right ventricular lead upon visual inspection of the pocket.

Event description:
It was reported that the ventricular lead exhibited a bipolar impedance of approximately 109 ohms. The ventricular polarity was changed to the unipolar configuration.